Manufacturer narrative:
An event regarding revision due to trunnion wear and head disassociation involving an accolade stem was reported. The event was confirmed. Device evaluation and results: a material analysis was performed and concluded that "the wear observed on the hip stem trunnion, femoral head and acetabular insert was consistent with a loss of taper lock between the femoral head and the hip stem trunnion. Scratches, burnishing, third-body indentations and explantation damage were observed on the insert. No material defects were observed on the surfaces examined." Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: the reported event for disassociation was confirmed on the basis of provided mar and images. A material analysis of the returned devices indicated the wear observed on the hip stem trunnion, femoral head and acetabular insert was consistent with a loss of taper lock between the femoral head and the hip stem trunnion. If additional information becomes available, this investigation will be reopened.

Event description:
Right hip revision surgery. Trunnion wear and head disassociation resulting in hip revision surgery.

Manufacturer narrative:
Review of the product history records indicates the products were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
Right hip revision surgery. Trunnion wear and head disassociation resulting in hip revision surgery.